Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the tire is getting close to being worn to where the brake will not catch.